Event description:
Prismaflex machine is said to have produced an incorrect pt fluid removal. Set pt fluid removal rate was 200ml/h, but on the display there was a pt fluid removal seen of 280ml after eight hr.